Event description:
The customer reported that the monitor was silencing alarms spontaneously.

Manufacturer narrative:
The customer reported that the monitor was silencing alarms spontaneously. Although there was no device malfunction, philips is in the process of obtaining add'l info concerning this issue and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).